Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with l4-l5 radiculopathy, right. Advanced disc degeneration l3-l4, l4-l5 and l5-s1 and underwent the following procedures: laminectomy l4 and l5 with discectomy to decompress the l5 nerve root; transforaminal interbody fusion l4-l5 with cage and bmp; posterolateral fusion l4-l5 with local bone, bone marrow aspiration and bmp; 2 dynamic spine stabilization l3-l4 and l5-s1. As per op-notes, ¿ after initial discectomy, further distraction across the pedicle screws at l4-l5 was done so that a 9 mm cage packed with rhbmp-2 could be placed into the interbody space. Bmp was laid across the decorticated transverse process of l4 and l5 and then the bone placed on top of the bmp.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l4-5 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed subsidence. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.